Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor and they were unable to rewind. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.